Event description:
Hub of device fell apart and became totally inoperative after introduction into patient. Resulting in delay of surgery, and prolonged anesthesia. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: acute appendicitis => laparoscopic appendectomy. Event abated after use stopped or dose reduced?: yes.